Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding the non-intuitive motion issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered non-intuitive movement with three clip appliers. The intuitive technical support engineer (tse) found no related logs. The tse encouraged the customer to reseat the sterile adapter. Upon reseating the sterile adapter, one of the pucks fell off. The customer re-draped the system universal surgical manipulator (usm), installed a large clip applier, and had intuitive motion. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the three medium-large clip appliers were moving unpredictably in random and jumpy motions. One of the clip appliers had a damaged input disk and was removed. After replacing the drape, there were no further issues. They identified that there was damage to the drape that may have caused the motion issues. The customer was able to continue using the other two medium-large clip appliers with no issues. The procedure was completed as planned without any injury or harm to the patient.